Manufacturer narrative:
A review of the stapler logs for the stapler used in this event revealed the following: a sureform 60 stapler instrument was installed on the system 4 times and fired 4 black sureform 60 reloads. On installs 1-3, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no errors pertaining to the use of this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted gastrectomy wedge resection procedure, stomach tissue was pushed and not properly stapled or cut when a black sureform 60 reload was fired with a sureform 60 stapler instrument. Prior to the event, the surgeon had already previously fired one black sureform 60 reload. On the second firing, the stapler got caught on the first staple line and pushed tissue out, creating a small hole. The surgeon fired the sureform 60 stapler with an additional black sureform 60 reload in an attempt to resolve the defect. The third firing did not repair the hole. No bleeding occurred. The surgeon chose to use a third-party stapler instrument to resolve the hole. No suture was required to repair the staple line. This stapling event caused a less than 15 minute surgical delay. The case was completed robotically with no reported post-operative complications. No photos or videos are available for review.